Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a high shock impedance measurement of 125 ohms during an induction test. It had also taken two shocks to convert the patient out of ventricular fibrillation. Additional surgical intervention was performed and upon repositioning the electrode, an induction test was performed again successfully with no issues. The s-ICD remains implanted and in service. No additional adverse patient effects were reported.